Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the doubledrillguide ø1.5/1.1 f/311.150 (p/n 312.140 lot 2504718) was received showing the distal tip/teeth on both the ø 1.1/1.5 and ø 1.2/2 drill guide deformed/warped. No fractures or other visual issues were identified with the returned components of the device. Dimensional inspection:distal cannulation diameters were measured and both dimensions are non conforming due to the deformation of the distal teeth of the drill guides. A document/specification review: the relevant drawings, reflecting the manufactured and current revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the doubledrillguide ø1.5/1.1 f/311.150 (p/n 312.140 lot 2504718) as the distal tip/teeth on both the ø 1.1/1.5 and ø 1.2/2 drill guide were deformed/warped. This condition is related to the complaint condition of broken as the deformed tips impacts functionality / ability for drill bits to pass through. No definitive root cause could be determined. It is possible that the drill guides encountered unintended/excessive forces, dense bone, and/or rough handling during device use. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: a device history record (DHR) review was conducted: part: 312.140, lot: 2504718, manufacturing site: bettlach, release to warehouse date: 26.aug.2009. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine incoming inspection of the loaner set on an unknown date, the drill sleeve was observed broken. There was no known hospital or patient involvement. This report is for a 1.5 mm / 1.1 mm double drill sleeve. This is report 1 of 1 for (B)(4).